Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-paced t-wave oversensing on the ventricular lead. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.